Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump continued to fail, and now the pump does not turn on at all. Troubleshooting was performed but the issue was not resolved. The customer was calling back after installing a new battery, and monitoring the pump for 2 hours and the frozen display recurred. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut opened to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Pump passed the displacement test and active current test. Pump failed sleep current test and self test. Pump error 63 occurred during testing. Successfully downloaded history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated unexpected voltage drops on the unloaded vlith. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download review using adapt tool, it recorded pump error 63 (variable info = 3) file number = 37 line number = 367 was triggered on 09/20/2023 at 19:29:34. Per engineering troubleshooting guide, it was determined the pump error 63 was due to hardware issue with the rf chip. Isolate to electronic assemblies. No evidence of physical or moisture damage on the electronic assembly, motor or force sensor note during visual inspection. The following were noted during visual inspection: other battery tube defect, missing display window/cover, corroded battery tube, stained keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing, cracked case, scratched case and end cap address label missing. In conclusion, blank display was confirmed during analysis due to misaligned battery tube. Frozen screen was not confirmed. Pump error 63 was confirmed due to hardware issue. Unexpected battery power loss confirmed due to high sleep current. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.